Event description:
It was reported that the patient had pain and a fluid discharge at the distal part of the incision area. It was also reported that the leads had migrated. The patient was prescribed with an antibiotic and was doing much better as there was no fluid discharge from the area.

Manufacturer narrative:
Exact date unknown, event occurred in the past 3 weeks from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn : m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).